Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp). A decrease in r measurements and pacing impedance measurements was also noted. Noise was able to be recreated in clinic. Undersensing was suspected resulting in unnecessary ventricular pacing. An x-ray and fluoroscopic evaluation confirmed the lead had fractured. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has not been returned for analysis. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned.

Event description:
It was reported that this implantable defibrillation lead exhibited noise which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp). A decrease in r-wave measurements and pacing impedance measurements was also noted. Noise was able to be recreated in clinic. Undersensing was suspected resulting in unnecessary ventricular pacing. An x-ray and fluoroscopic evaluation confirmed the lead had fractured. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that during a recent lead revision procedure this previously abandoned lead was explanted. No additional adverse patient effects were reported.